Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was rotor drive belt abrasion. There was no patient involvement.

Manufacturer narrative:
A medtronic representative serviced the system in the field, hardware part(s) were replaced. The rotor tractor was returned for analysis. Confirm reported complaint, "rotor drive belt abrasion." Test motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows belt abrasion, causing the belt to wear prematurely. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: bi71000192 kit svc bi71000192 drive rotor tractor this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.